Event description:
It was reported that dr (B)(6) states that patient presented with dislocation post surgery due to not following ambulation instructions post op. Upon performing revision surgery, dr (B)(6) decided to change liner and head out to replace with an elevated constraint liner and new head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding dislocation involving a trident acetabular liner was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The reported event indicated the dislocation was related to patient non-compliance with post-operative care instructions however this cannot be confirmed without review of patient medical records. The event could not be confirmed nor the root cause determined due to the minimal information received.

Event description:
It was reported that dr. (B)(6) states that patient presented with dislocation post surgery due to not following ambulation instructions post op. Upon performing revision surgery dr. (B)(6) decided to change liner and head out to replace with an elevated constraint liner and new head.